Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoprosthesis: component migration. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2017, this patient underwent endovascular repair of an abdominal aortic aneurysm and bilateral common iliac arteries using gore® excluder® iliac branch endoprosthesis. On (B)(6) 2018, the patient began suffering abdominal pain and presented to the ER with a drop in blood pressure. The patient was air lifted to (B)(6) medical center of southern (B)(6), where the patient was diagnosed with a type iii endoleak component separation between the iliac branch component (ceb231210a/15560302) and the contralateral leg component (plc271000/16496892). The physician called in a representative from medtronic, who suggested that the entire excluder® iliac branch endoprosthesis be relined, thereby occluding the internal iliac arteries. The patient tolerated the procedure.